Event description:
The customer reported that the left monitor will not maintain brightness and contrast levels. No pt injury was reported.

Manufacturer narrative:
A ge rep has not yet evaluated the system. (B) (4).